Event description:
It was reported that during a redo paroxysmal left atrial fibrillation procedure, catheter removal difficulties occurred. An 8.5f swartz slo introducer and inquiry afocusii catheter were advanced into the left atria. The physician created geometry of four pulmonary veins and successfully ablated the left superior, left inferior and right superior veins. While ablating the right inferior vein, the physician was unable to straighten or manipulate the catheter out of the right deflected position. The physician attempted to remove the inquiry afocusii catheter from right inferior vein; however, this was unsuccessful. Next, the physician attempted to withdraw the inquiry afocus ii catheter into the swartz introducer into the right atria and was finally able to slightly withdraw the inquiry afocusii catheter into the swartz introducer and remove the inquiry afocusii outside of the pt. A new catheter was used to continue the procedure. There were no consequences to the pt.

Manufacturer narrative:
(B)(4). We are in the process of evaluating the device. Upon completion of the eval of the device a follow up med watch report will be filed.